Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath, after an interventional procedure to treat a restenosis intra stent at the left iliac artery. Reportedly, the proglide device was inserted; however, the physician believed that the contact level was not enough compared to the subcutaneous course. The device feet were closed and the device was extracted. The device was inspected and reintroduced. The sutures were deployed and blood flow was decreased. The suture trimmer was used to secure the knot and cut the sutures. The suture trimmer was removed and on the distal part of the suture trimmer, the knot and a piece of vessel tissue were attached. Manual arterial compression was applied for 1 minute and hemostasis was achieved. An ultrasound was used and there was very low blood flow in the artery. The artery was opened and it was discovered that the artery was occluded due to a flap which came consecutively obturated the puncture site. A cut-down was done to repair the occlusion and suture the artery closed. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported suture break was confirmed. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.